Event description:
This case was cross reference with case ID: (B)(6) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional this case concerns (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency felt unsteady, left knee was "1.5 x larger than other knee, had pain and likely aspiration of the affected knee. Also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. It was states that the patient has ra (right ankle) and had a left elbow replacement in 1999. It was reported that patient has had a previous synvisc-one injection on (B)(6) 2016, and a 3 series orthovisc injections with the 3rd one on (B)(6) 2016. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis in left knee. On an unknown date in (B)(6) 2017, latency unknown, patient left knee was "1.5 x larger than other knee, so she iced and elevated it, but felt unsteady on it". It was stated that someone from the office spoke with patient on (B)(6) 2017 and she reported that she still had pain and swelling (onset date: (B)(6) 2017; latency unknown) but did not have this with previous injections. It was stated that patient would come in tomorrow for likely aspiration of the affected knee. Corrective treatment: iced, elevated for left knee was "1.5 x larger than other knee; not reported for rest events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had joint instability, left knee swelling, left knee pain and effusion (l) knee. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on 12-dec-2017 from other non-health care professional. This case concerns a 66-year-old female patient who received treatment with synvisc one and on the same day felt feverish, was uncomfortable, after unknown latency felt unsteady, could hardly stand up, felt like the bottom of the leg was not communicating with the top part, there was a disconnection, couldn't bend her knee, couldn't sleep and inflammation. Also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The medical history included rheumatoid arthritis, shingles (in (B)(6)2017), lupus, left elbow replacement in 1999, right elbow replaced (rod up and down her arm; rod in her left arm through bone marrow toward the hand & also toward the shoulder), artificial knuckles in her hands and great right toe (knuckle replacement 4 on the left, 2 on the right, great right toe replaced, 9 toe joints taken out in 1977, wears a girls size 2 shoe.). She has ra and has received monthly infusions of tocilizumab (actimera). The past drug included synvisc-one injection on (started about 1.5 to 2 years ago; in the past she was a little stiff and then on the run after the injection; (B)(6) 2016; synvisc 3 injection series, previously, and then 5-6. Injections of synvisc-one, every 6 months, pretty much on the nose, prior to this injection) and a 3 series. Hyaluronic acid (orthovisc injections) (with the 3rd one on (B)(6) 2016). The patient had allergy to smoke on the train (as an infant/child; hospital 16 times tested positive to dust/grasses etc; when diagnosied with the rheumatoid arthritis allergies her allergies went away). The patient had no food allergies. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml. Once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis in left knee and knee pain. It was reported that the patient stopped at grocery on the way home but did not do anything strenuous, and by nighttime. It was uncomfortable, during the night started to bother her. It was reported that the patient started to experience reaction that night, after injection. On the same day, the patient did not take her temperature, but said she asked her husband if he thought she had a virus as she was feeling feverish, taking her blankets on and off throughout the night. She said she was always hotter than her husband. The patient's knee was swollen considerably and in pain. It was reported that the patient's left knee was "1.5 x larger than other knee, so she iced and elevated it, but felt unsteady on it". She had never had a reaction like this before from her previous use of synvisc and synvisc-one, that would wake her up. It was so swollen that she had to have her husband help her get her pants off. It was reported that the swelling was huge and had become more swollen than the day of the injection. She said she measured her knee to speak with her physician, but did not write down the measurement. She wished she had taken a picture. It was reported that the swelling has subsided quite a bit, but the pain was still there. She said if she was using a pain scale of 0-10, with 10 being the most intense, the day after the injection would be 9-10. On an unknown date in (B)(6) 2017, after unknown latency, the patient had inflammation so much that she couldn't get straight leg pants on. The patient measured it to tell the doctor but didn't keep track. It was reported that the patient used a cane for the first 2-3 of weeks. On an unknown date, after unknown latency, the patient felt like the bottom of the leg was not communicating with the top part, that there was a "disconnection". It was reported that the patient was taking the elevator at work and was using the cane after the shot. The pain scale was reported as burning stingy pain - like a cord had been pulled tight & the muscle was crying. It was reported that the pain initially 10 taking hydrocodone & 650 tylenol q 4 & motrin. The pain was about 8 now. Reportedly, the patient thought that she had fever but she was not sure because her thermometer didn't show a temp. It was stated that someone from the office spoke with patient on (B)(6) 2017 and she reported that she still had pain and swelling. On (B)(6) 2017, the culture aspiration of the knee was done. The physician took off a big syringe of fluid and it felt better, but now was right back where it was. The culture aspiration was negative. It was reported that the pain was intense and she couldn't sleep (onset date and latency: unknown). The patient mentioned that it was still painful & swollen. It was reported that the patient could hardly stand up and if she sits for over half and hour it was painful. Reportedly, it was worse when she's off the knee for a while, than when she's "on it". It was reported that the patient worked as a sub teacher and some of her student "runners" that she could not follow now. The patient considered c giving it up but then would have to face financial repercussions. She was told by her doctor on the day that they did the extraction that it was ecoli & now they were saying something different. The patient believed that her knee was damaged. It was not as swollen currently as the day after the injection of synvisc one, but was as swollen as prior to the aspiration. The treatment medications included: hydrocodone with paracetamol (tylenol), ibuprofen 4 every 4 hours, 5mg of prednisone (before and ongoing), actemra infusion (before & periodic). The patient used ice first night/next day and then heat alternated for a couple of weeks to get the swelling down. It did come down and she got used it so that she was able use the cane and more sure on her leg. The patient stopped the cane after a couple of weeks. On an unknown date, after unknown latency, the patient could not bend her knee to go in the stirrups. It was reported that the patient see's a rheumatologist for her rheumatoid arthritis. On (B)(6) 2017, the pain scale would be 8-9. She said she wished she had never had it. It was reported that when the patient stands, she had to brace herself and get the knee in the right position. She and her husband were afraid she might fall. She was uncomfortable. It was stated that patient would come in tomorrow for likely aspiration of the affected knee. The patient's overall health was good, even with ra, as she was still working. She had not received any other treatments. The woman who did the injection came in with the synvisc-one and cleaned the area with a topical disinfectant. No injections other than synvisc-one received. Corrective treatment: hydrocodone, paracetamol (tylenol), ibuprofen (motrin), iced, elevated for inflammation. Not reported for rest of the events. Outcome: not recovered for feeling feverish, uncomfortable; unknown for rest of the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher then expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-dec-2017 from the patient. The additional events of feeling feverish and uncomfortable were added with details. The event term was updated from "left knee was "1.5 x larger than other knee" to "left knee was "1.5 x larger than other knee/ swelling was huge" and from "likely aspiration of the affected knee" to "likely aspiration of the affected knee/ took off big syringe of fluid". The event onset dates of left knee was "1.5 x larger than other knee/ swelling was huge and pain was updated from (B)(6)2017 for both. The suspect product start date was updated from (B)(6) 2017. The medical history and past medication was added. Clinical course updated. Text was amended accordingly. Follow up was received on 29-dec-2017. No new information was received. Additional information was received on 05-jan-2018 from the patient. The additional events of feels like the bottom of the leg is not communicating with the top part, there is a disconnection, couldn't bend her knee, couldn't sleep, inflammation and can hardly stand up were added. The previously reported events of left knee was "1.5 x larger than other knee/ swelling was huge, pain/ burning stingy pain and likely aspiration of the affected knee/ took off big syringe of fluid were updated as symptoms. The of symptom of pain was updated to pain/ burning stingy pain and of likely aspiration of the affected knee was updated too likely aspiration of the affected knee/ took off big syringe of fluid. The suspect product start date was updated from on (B)(6) 2017. The medical history of rheumatoid arthritis, shingles, smoke allergy was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later had joint instability, left knee swelling, left knee pain and effusion (l) knee. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction]; feels unsteady [joint instability]. Feeling feverish [feverish]. Uncomfortable/discomfort [discomfort]. Can hardly stand up [difficulty in standing]. Feels like the bottom of the leg is not communicating with the top part, there is a disconnection [loss of sensation]; couldn't bend her knee/swelling prevented movement [joint range of motion decreased], inflammation [joint inflammation] ([injection site swelling], [knee pain], [effusion (1) knee); couldn't sleep [sleeplessness]. Case description: based on the information received on 30-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional. This case concerns a 66 year old female patient who received treatment with synvisc one and on the same day felt feverish, was uncomfortable/discomfort, after unknown latency felt unsteady, could hardly stand up, felt like the bottom of the leg was not communicating with the top part, there was a disconnection, couldn't bend her knee, couldn't sleep and inflammation. Also, device malfunction was identified for the reported lot number. The medical history included rheumatoid arthritis (1966; since patient was 15), shingles (in (B)(6) 2017), lupus, left elbow replacement in 1999, right elbow replaced (rod up and down her arm; rod in her left arm through bone marrow toward the hand & also toward the shoulder), artificial knuckles in her hands and great right toe (knuckle replacement 4 on the left, 2 on the right (2002), great right toe joint replaced (1990), 9 toe joints taken out in 1977; wears a girls size 2 shoe.). She has ra and has received monthly infusions of tocilizumab (actimera). Patient had hyperactive thyroid with multinodular cortex (2004-14 nodules largest), legally blind (left eye), amblyopia since birth, acid reflux (2002), dry eyes since 2009, leukoderma to sclerosis: legs, static dematitis, cystitis, yeast infection (yeast infection), stomatitis, leukopenia, severe multiplex neuropathy (1999), cellulitis, eczema (2007), brain aneurysm (right cavity behind eye-2006), bladder cancer (in 2008; removed), had cytoscopy, cancer of uterus (since 1977; removed growth in bladder cancer treatment of adriamycin in bladder- (B)(6) 2013), osteo thoriatic spinal fractures, copd (chronic obstructive pulmonary disease), tonsils out (1970), found another growth in bladder (2008), left thumb ligament replaced (1999), right thumb fused with right wrist fused, right hand total knuckles replacement (1985). The past drug included synvisc-one injection on (started about 1.5 to 2 years ago; in the past she was a little stiff and then on the run after the injection; (B)(6) 2016; synvisc 3 injection series, previously, and then 5-6 injections of synvisc-one, every 6 months, pretty much on the nose, prior to this injection) and a 3 series hyaluronic acid (orthovisc injections) (with the 3rd one on (B)(6) 2016). The patient had allergy to smoke on the train (as a infant/child; hospital 16 times tested positive to dust/grasses etc; when diagnosed with the rheumatoid arthritis allergies her allergies went away. The patient had no food allergies. Patient was allergic from penicillin, metronidazole (flagyl), metronidazole, cyclophosphamide (cytoxan), amoxicillin/clavulanic acid (augmentin), gold sodium, azithromycin (zithromax), miconazole, sea food and clindamycin hydrochloride (cleocin), clindamycin phosphate (clindamycin), methotrexate, infliximab (remicade). Patient had history of anemia, bladder carcinoma, rheumatoid vasculitis (2015), sjogren's syndrome (2015), osteoporosis, multinodular goiter, hypothyroidism, hiatal hernia (2002), peripheral neuropathy, lipedematous sclerosis, ocular migraines (2000), kyphoscoliosis and insufficiency fractures. Patient also took ibuprofen concomitantly. Patient had flu shot. On (B)(6) 2017, patient had transdermal patches and lidocaine patches (pulled on skin when came off all blood was to surface). Patient received medications: acetylsalicylic acid (aspirin), diphenhydramine hydrochloride (benadryl), dexlansoprazole (dexilant), linum usitatissimum seed oil (flax seed oil), folic acid, dimeticone, activated (gas relief), melatonin, prednisone, rosuvastatin calcium, gabapentin¸ tocilizumab (actemra), zoledronic acid (reclast), valsartan, ascorbic acid (vitamin c), colecalciferol (vitamin d3), hydrocodone/paracetamol (acetaminophen w/hydrocodone), paracetamol (acetaminophen), ciclosporin (restasis) and fluorometholone. Patient had sulfa allergy-rash, latex allergy (nose peice on glasses). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: 31-may-2020; lot number: 7rsl021) for osteoarthritis in left knee and knee pain. It was reported that the patient stopped at grocery on the way home but did not do anything strenuous, and by nighttime. It was uncomfortable, during the night started to bother her. It was reported that the patient started to experience reaction that night, after injection. On the same day, the patient did not take her temperature, but said she asked her husband if he thought she had a virus as she was feeling feverish, taking her blankets on and off throughout the night. She said she was always hotter than her husband. The patient's knee was swollen considerably and in pain. It was reported that the patient's left knee was "1.5 x larger than other knee, so she iced and elevated it, but felt unsteady on it". It was reported that later that day, it started to swell and became very painful. She had never had a reaction like this before from her previous use of synvisc and synvisc-one, that would wake her up. It was so swollen that she had to have her husband help her get her pants off. It was reported that the swelling was huge and had become more swollen than the day of the injection. It was reported that by morning, the pain was intense and swelling was severe and patient contacted doctor. It was reported that the pain was severe and swelling prevented movement. She said she measured her knee to speak with her physician, but did not write down the measurement. She wished she had taken a picture. It was reported that the swelling has subsided quite a bit, but the pain was still there. She said if she was using a pain scale of 0-10, with 10 being the most intense, the day after the injection would be 9-10. On an unknown date in (B)(6) 2017, after unknown latency, the patient had inflammation so much that she couldn't get straight leg pants on. The patient measured it to tell the doctor but didn't keep track. It was reported that the patient used a cane for the first 2-3 of weeks. On an unknown date, after unknown latency, the patient felt like the bottom of the leg was not communicating with the top part, that there was a "disconnection". It was reported that the patient was taking the elevator at work and was using the cane after the shot. The pain scale was reported as burning stingy pain - like a cord had been pulled tight & the muscle was crying. It was reported that the pain initially 10 taking hydrocodone and 650 tylenol q 4 and motrin. The pain was about 8 now. Reportedly, the patient thought that she had fever but she was not sure because her thermometer didn't show a temp. It was stated that someone from the office spoke with patient on (B)(6) 2017 and she reported that she still had pain and swelling. On (B)(6) 2017, the culture aspiration of the knee was done. The physician took off a big syringe of fluid and it felt better, but now was right back where it was. The culture aspiration was negative. It was reported that the pain was intense and she couldn't sleep (onset date and latency : unknown). The patient mentioned that it was still painful and swollen. It was reported that the patient could hardly stand up and if she sits for over half and hour it was painful. Reportedly, it was worse when she's off the knee for a while, than when she's "on it". It was reported that the patient worked as a sub teacher and some of her student "runners" that she could not follow now. The patient considered giving it up but then would have to face financial repercussions. She was told by her doctor on the day that they did the extraction that it was ecoli & now they were saying something different. The patient believed that her knee was damaged. It was not as swollen currently as the day after the injection of synvisc one but was as swollen as prior to the aspiration. The treatment medications included: hydrocodone with paracetamol (tylenol), ibuprofen 4 every 4 hours, 5mg of prednisone (before and ongoing), actemra infusion (before & periodic). The patient used ice first night/next day and then heat alternated for a couple of weeks to get the swelling down. It did come down and she got used it so that she was able use the cane and more sure on her leg. The patient stopped the cane after a couple of weeks. On an unknown date, after unknown latency, the patient could not bend her knee to go in the stirrups. It was reported that the patient sees a rheumatologist for her rheumatoid arthritis. On (B)(6) 2017, the pain scale would be 8-9. She said she wished she had never had it. It was reported that when the patient stands, she had to brace herself and get the knee in the right position. She and her husband were afraid she might fall. She was uncomfortable. It was stated that patient would come in tomorrow for likely aspiration of the affected knee. The patient's overall health was good, even with ra, as she was still working. She had not received any other treatments. The woman who did the injection came in with the synvisc-one and cleaned the area with a topical disinfectant. No injections other than synvisc-one received. Patient had a significant paid and discomfort. Corrective treatment: hydrocodone, paracetamol (tylenol), ibuprofen (motrin), iced, elevated for inflammation; not reported for rest of the events. Outcome: not recovered for feeling feverish, uncomfortable; unknown for rest of the events. A product technical complaint (ptc) was initiated with global ptc number: 51191. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Additional information was received on 22-dec-2017 from the patient. The additional events of feeling feverish and uncomfortable were added with details. The event term was updated from "left knee was "1.5 x larger than other knee" to "left knee was "1.5 x larger than other knee/ swelling was huge" and from "likely aspiration of the affected knee" to "likely aspiration of the affected knee/ took off big syringe of fluid". The event onset dates of left knee was "1.5 x larger than other knee/ swelling was huge and pain was updated from (B)(6) 2017 to (B)(6) 2017 for both. The suspect product start date was updated from (B)(6) 2017 to (B)(6) 2017. The medical history and past medication was added. Clinical course updated. Text was amended accordingly. Follow up was received on 29-dec-2017. No new information was received. Additional information was received on 05-jan-2018 from the patient. The additional events of feels like the bottom of the leg is not communicating with the top part, there is a disconnection, couldn't bend her knee, couldn't sleep, inflammation and can hardly stand up were added. The previously reported events of left knee was "1.5 x larger than other knee/ swelling was huge, pain/ burning stingy pain and likely aspiration of the affected knee/ took off big syringe of fluid were updated as symptoms. The verbatim of symptom of pain was updated to pain/ burning stingy pain and of likely aspiration of the affected knee was updated to likely aspiration of the affected knee/ took off big syringe of fluid. The suspect product start date was updated to (B)(6) 2017. The medical history of rheumatoid arthritis, shingles, smoke allergy was added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Event of uncomfortable was updated to uncomfortable/discomfort. Case was medically confirmed. Medical history was added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Verbatim was updated for the event of left knee was "1.5 x larger than other knee/ swelling was huge/increases swelling at injection site/knee swelled to 11/2 times normal size/swelling to left knee was "1.5 x larger than other knee/ swelling was huge/increases swelling at injection site/knee swelled to 11/2 times normal size/swelling/started to swell; pain/ burning stingy pain/significant pain to pain/ burning stingy pain/significant pain/very painful/pain was intense/ pain was severe> medical history and concomitant medications added. Clinical course updated. Text was amended accordingly. Additional information was received on 04-feb-2018. Global ptc number was added.

Event description:
Based on the information received on 30-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns a 66-year-old female patient who received treatment with synvisc one and on the same day felt feverish, was uncomfortable/discomfort, after unknown latency felt unsteady, could hardly stand up, felt like the bottom of the leg was not communicating with the top part, there was a disconnection, couldn't bend her knee, couldn't sleep and inflammation. Also, device malfunction was identified for the reported lot number. The medical history included rheumatoid arthritis (1966; since patient was 15), shingles (in (B)(6) 2017), lupus, left elbow replacement in 1999, right elbow replaced (rod up and down her arm, rod in her left arm through bone marrow toward the hand & also toward the shoulder), artificial knuckles in her hands and great right toe (knuckle replacement 4 on the left, 2 on the right (2002), great right toe joint replaced (1990), 9 toe joints taken out in 1977; wears a girl's size 2 shoe.). She has ra and has received monthly infusions of tocilizumab (actimera). Patient had hyperactive. Thyroid with multinodular cortex (2004-14 nodules largest), legally blind (left eye), amblyopia since birth, acid reflux (2002), dry eyes since 2009, leukoderma to sclerosis: legs, static dematitis, cystitis, yeast infection (yeast infection), stomatitis, leukopenia, severe multiplex neuropathy (1999), cellulitis, eczema. (2007), brain aneurysm (right cavity behind eye-2006), bladder cancer (in 2008; removed), had cytoscopy, cancer of uterus (since 1977; removed growth in bladder cancer treatment of adriamycin in bladder- (B)(6) 2013), osteo. Thoriatic spinal fractures, copd (chronic obstructive pulmonary disease), tonsils out (1970), found another growth in bladder (2008), left thumb ligament replaced (1999), right thumb fused with right wrist fused, right hand total knuckles replacement (1985). The past drug included synvisc-one injection on (started about 1.5 to 2 years ago; in the past she was a little stiff and then on the run after the injection; (B)(6) 2016; synvisc 3. Injection series, previously, and then 5-6 injections of synvisc-one, every 6 months, pretty much on the nose, prior to this injection) and a 3 series hyaluronic acid (orthovisc injections) (with the 3rd one on (B)(6). 2016). The patient had allergy to smoke on the train (as an infant/child; hospital 16 times tested positive to dust/grasses etc; when diagnosed with the rheumatoid arthritis allergies her allergies went away. The patient had no food allergies. Patient was allergic from penicillin, metronidazole (flagyl), metronidazole, cyclophosphamide (cytoxan), amoxicillin/clavulanic acid (augmentin), gold sodium, azithromycin (zithromax), miconazole, sea food and clindamycin hydrochloride (cleocin), clindamycin phosphate (clindamycin), methotrexate, infliximab (remicade). Patient had history of anemia, bladder carcinoma, rheumatoid vasculitis (2015), sjogren's syndrome (2015), osteoporosis, multinodular goiter, hypothyroidism, hiatal hernia (2002), peripheral neuropathy, lipedematous sclerosis, ocular migraines (2000), kyphoscoliosis and insufficiency fractures. Patient also took ibuprofen concomitantly. Patient had flu shot. On (B)(6) 2017, patient had transdermal patches and lidocaine patches (pulled on skin when came off all blood was to surface). Patient received medications: acetylsalicylic acid (aspirin), diphenhydramine hydrochloride (benadryl), dexlansoprazole (dexilant), linum usitatissimum seed oil (flax seed oil), folic acid, dimeticone, activated (gas relief), melatonin, prednisone, rosuvastatin calcium, gabapentin¸ tocilizumab (actemra), zoledronic acid (reclast), valsartan, ascorbic acid (vitamin c), colecalciferol (vitamin d3), hydrocodone/paracetamol (acetaminophen w/hydrocodone), paracetamol (acetaminophen), ciclosporin (restasis) and fluorometholone. Patient had sulfa allergy-rash, latex allergy (nose piece on glasses), on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: 31-may-2020; lot number: 7rsl021) for osteoarthritis in left knee and knee pain. It was reported that the patient stopped at grocery on the way home but did not do anything strenuous, and by nighttime. It was uncomfortable, during the night started to bother her. It was reported that the patient started to experience reaction that night, after injection. On the same day, the patient did not take her temperature, but said she asked her husband if he thought she had a virus as she was feeling feverish, taking her blankets on and off throughout the night. She said she was always hotter than her husband. The patient's knee was swollen considerably and in pain. It was reported that the patient's left knee was "1.5 x larger than other knee, so she iced and elevated it, but felt unsteady on it". It was reported that later that day, it started to swell and became very painful. She had never had a reaction like this before from her previous use of synvisc and synvisc-one, that would wake her up. It was so swollen that she had to have her husband help her get her pants off. It was reported that the swelling was huge and had become more swollen than the day of the injection. It was reported that by morning, the pain was intense and swelling was severe and patient contacted doctor. It was reported that the pain was severe and swelling prevented movement. She said she measured her knee to speak with her physician but did not write down the measurement. She wished she had taken a picture. It was reported that the swelling has subsided quite a bit, but the pain was still there. She said if she was using a pain scale of 0-10, with 10 being the most intense, the day after the injection would be 9-10. On an unknown date in (B)(6) 2017, after unknown latency, the patient had inflammation so much that she couldn't get straight leg pants on. The patient measured it to tell the doctor but didn't keep track. It was reported that the patient used a cane for the first 2-3 of weeks. On an unknown date, after unknown latency, the patient felt like the bottom of the leg was not communicating with the top part, that there was a "disconnection". It was reported that the patient was taking the elevator at work and was using the cane after the shot. The pain scale was reported as burning stingy pain - like a cord had been pulled tight & the muscle was crying. It was reported that the pain initially 10 taking hydrocodone & 650 tylenol q 4 & motrin. The pain was about 8 now. Reportedly, the patient thought that she had fever but she was not sure because her thermometer didn't show a temp. It was stated that someone from the office spoke with patient on (B)(6) 2017 and she reported that she still had pain and swelling. On (B)(6) 2017, the culture aspiration of the knee was done. The physician took off a big syringe of fluid and it felt better, but now was right back where it was. The culture aspiration was negative. It was reported that the pain was intense and she couldn't sleep (onset date and latency: unknown). The patient mentioned that it was still painful & swollen. It was reported that the patient could hardly stand up and if she sits for over half and hour it was painful. Reportedly, it was worse when she's off the knee for a while, then when she's "on it". It was reported that the patient worked as a sub teacher and some of her student "runners" that she could not follow now. The patient considered c giving it up but then would have to face financial repercussions. She was told by her doctor on the day that they did the extraction that it was ecoli & now they were saying something different. The patient believed that her knee was damaged. It was not as swollen currently as the day after the injection of synvisc one, but was as swollen as prior to the aspiration. The treatment medications included: hydrocodone with paracetamol (tylenol), ibuprofen 4 every 4 hours, 5mg of prednisone (before and ongoing), actemra infusion (before & periodic). The patient used ice first night/next day and then heat alternated for a couple of weeks to get the swelling down. It did come down and she got used it so that she was able use the cane and more sure on her leg. The patient stopped the cane after a couple of weeks. On an unknown date, after unknown latency, the patient could not bend her knee to go in the stirrups. It was reported that the patient see's a rheumatologist for her rheumatoid arthritis. On (B)(6) 2017, the pain scale would be 8-9. She said she wished she had never had it. It was reported that when the patient stands, she had to brace herself and get the knee in the right position. She and her husband were afraid she might fall. She was uncomfortable. It was stated that patient would come in tomorrow for likely aspiration of the affected knee. The patient's overall health was good, even with ra, as she was still working. She had not received any other treatments. The woman who did the injection came in with the synvisc-one and cleaned the area with a topical disinfectant. No injections other than synvisc-one received. Patient had a significant paid and discomfort. Corrective treatment: hydrocodone, paracetamol (tylenol), ibuprofen (motrin), iced, elevated for inflammation. Not reported for rest of the events. Outcome: not recovered for feeling feverish, uncomfortable; unknown for rest of the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher then expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-dec-2017 from the patient. The additional events of feeling feverish and uncomfortable were added with details. The event term was updated from "left knee was "1.5 x larger than other knee" to "left knee was "1.5 x larger than other knee/ swelling was huge" and from "likely aspiration of the affected knee" to "likely aspiration of the affected knee/ took off big syringe of fluid". The event onset dates of left knee was "1.5 x larger than other knee/ swelling was huge and pain was updated from (B)(6) 2017 to (B)(6) 2017 for both. The suspect product start date was updated from (B)(6)2017. The medical history and past medication was added. Clinical course updated. Text was amended accordingly. Follow up was received on 29-dec-2017. No new information was received. Additional information was received on 05-jan-2018 from the patient. The additional events of feels like the bottom of the leg is not communicating with the top part, there is a disconnection, couldn't bend her knee, couldn't sleep, inflammation and can hardly stand up were added. The previously reported events of left knee was "1.5 x larger than other knee/ swelling was huge, pain/ burning stingy pain and likely aspiration of the affected knee/ took off big syringe of fluid were updated as symptoms. The verbatim of symptom of pain was updated to pain/ burning stingy pain and of likely aspiration of the affected knee was updated too likely aspiration of the affected knee/ took off big syringe of fluid. The suspect product start date was updated from (B)(6) 2017. The medical history of rheumatoid arthritis, shingles, smoke allergy was added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Event of uncomfortable was updated to uncomfortable/discomfort. Case was medically confirmed. Medical history was added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Was updated for the event of left knee was "1.5 x larger than other knee/ swelling was huge/increases swelling at injection site/knee swelled to 11/2 times normal size/swelling to left knee was "1.5 x larger than other knee/ swelling was huge/increases swelling at injection site/knee swelled to 11/2 times normal size/swelling/started to swell; pain/ burning stingy pain/significant pain to pain/ burning stingy pain/significant pain/very painful/pain was intense/ pain was severe> medical history and concomitant medications added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later had joint instability, left knee swelling, left knee pain and effusion (l) knee. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 30-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4), (B)(4) and (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional this case concerns a 66-year-old female patient who received treatment with synvisc one and on the same day felt feverish, was uncomfortable/discomfort, after unknown latency felt unsteady, could hardly stand up, felt like the bottom of the leg was not communicating with the top part, there was a disconnection, couldn't bend her knee, couldn't sleep and inflammation. Also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The medical history included rheumatoid arthritis, shingles (in (B)(6) 2017), lupus, left elbow replacement in 1999, right elbow replaced (rod up and down her arm; rod in her left arm through bone marrow toward the hand & also toward the shoulder), artificial knuckles in her hands and great right toe (knuckle replacement 4 on the left, 2 on the right, great right toe replaced, 9 toe joints taken out in 1977, wears a girls size 2 shoe.). She has ra and has received monthly infusions of tocilizumab (actimera). The past drug included synvisc-one injection on (started about 1.5 to 2 years ago; in the past she was a little stiff and then on the run after the injection; (B)(6) 2016; synvisc 3 injection series, previously, and then 5-6 injections of synvisc-one, every 6 months, pretty much on the nose, prior to this injection) and a 3 series hyaluronic acid (orthovisc injections) (with the 3rd one on (B)(6) 2016). The patient had allergy to smoke on the train (as an infant/child; hospital 16 times tested positive to dust/grasses etc; when diagnosied with the rheumatoid arthritis allergies her allergies went away). The patient had no food allergies. Patient was allergic from penicillin, flogyl, metronidazole, cytoxan, augmentin, gold sodium, zithromax, miconazole, seafood and cteocin. Patient had history of anemia, bladder carcinoma, rheumatoid vasculitis, sjogren's syndrome, osteoporosis, multinodular goiter, hypothyroidism, hiatal hernia, peripheral neuropathy, lipedematous sclerosis, ocular migraines, kyphoscoliosis and insufficiency fractures. Patient also took ibuprofen concomitantly on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis in left knee and knee pain. It was reported that the patient stopped at grocery on the way home but did not do anything strenuous, and by nighttime. It was uncomfortable, during the night started to bother her. It was reported that the patient started to experience reaction that night, after injection. On the same day, the patient did not take her temperature, but said she asked her husband if he thought she had a virus as she was feeling feverish, taking her blankets on and off throughout the night. She said she was always hotter than her husband. The patient's knee was swollen considerably and in pain. It was reported that the patient's left knee was "1.5 x larger than other knee, so she iced and elevated it, but felt unsteady on it". She had never had a reaction like this before from her previous use of synvisc and synvisc-one, that would wake her up. It was so swollen that she had to have her husband help her get her pants off. It was reported that the swelling was huge and had become more swollen than the day of the injection. She said she measured her knee to speak with her physician, but did not write down the measurement. She wished she had taken a picture. It was reported that the swelling has subsided quite a bit, but the pain was still there. She said if she was using a pain scale of 0-10, with 10 being the most intense, the day after the injection would be 9-10. On an unknown date in (B)(6) 2017, after unknown latency, the patient had inflammation so much that she couldn't get straight leg pants on. The patient measured it to tell the doctor but didn't keep track. It was reported that the patient used a cane for the first 2-3 of weeks. On an unknown date, after unknown latency, the patient felt like the bottom of the leg was not communicating with the top part, that there was a "disconnection". It was reported that the patient was taking the elevator at work and was using the cane after the shot. The pain scale was reported as burning stingy pain - like a cord had been pulled tight & the muscle was crying. It was reported that the pain initially 10 taking hydrocodone & 650 tylenol q 4 & motrin. The pain was about 8 now. Reportedly, the patient thought that she had fever but she was not sure because her thermometer didn't show a temp. It was stated that someone from the office spoke with patient on (B)(6) 2017 and she reported that she still had pain and swelling. On (B)(6) 2017, the culture aspiration of the knee was done. The physician took off a big syringe of fluid and it felt better, but now was right back where it was. The culture aspiration was negative. It was reported that the pain was intense and she couldn't sleep (onset date and latency: unknown). The patient mentioned that it was still painful & swollen. It was reported that the patient could hardly stand up and if she sits for over half and hour it was painful. Reportedly, it was worse when she's off the knee for a while, than when she's "on it". It was reported that the patient worked as a sub teacher and some of her student "runners" that she could not follow now. The patient considered c giving it up but then would have to face financial repercussions. She was told by her doctor on the day that they did the extraction that it was ecoli & now they were saying something different. The patient believed that her knee was damaged. It was not as swollen currently as the day after the injection of synvisc one, but was as swollen as prior to the aspiration. The treatment medications included: hydrocodone with paracetamol (tylenol), ibuprofen 4 every 4 hours, 5mg of prednisone (before and ongoing), actemra infusion (before & periodic). The patient used ice first night/next day and then heat alternated for a couple of weeks to get the swelling down. It did come down and she got used it so that she was able use the cane and more sure on her leg. The patient stopped the cane after a couple of weeks. On an unknown date, after unknown latency, the patient could not bend her knee to go in the stirrups. It was reported that the patient sees a rheumatologist for her rheumatoid arthritis. On (B)(6) 2017, the pain scale would be 8-9. She said she wished she had never had it. It was reported that when the patient stands, she had to brace herself and get the knee in the right position. She and her husband were afraid she might fall. She was uncomfortable. It was stated that patient would come in tomorrow for likely aspiration of the affected knee. The patient's overall health was good, even with ra, as she was still working. She had not received any other treatments. The woman who did the injection came in with the synvisc-one and cleaned the area with a topical disinfectant. No injections other than synvisc-one received. Patient had a significant paid and discomfort. Corrective treatment: hydrocodone, paracetamol (tylenol), ibuprofen (motrin), iced, elevated for inflammation. Not reported for rest of the events. Outcome: not recovered for feeling feverish, uncomfortable; unknown for rest of the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher then expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on (B)(6) 2017 from the patient. The additional events of feeling feverish and uncomfortable were added with details. The event term was updated from "left knee was "1.5 x larger than other knee" to "left knee was "1.5 x larger than other knee/ swelling was huge" and from "likely aspiration of the affected knee" to "likely aspiration of the affected knee/ took off big syringe of fluid". The event onset dates of left knee was "1.5 x larger than other knee/ swelling was huge and pain was updated from (B)(6) 2017 to (B)(6) 2017 for both. The suspect product start date was updated from (B)(6) 2017 to (B)(6) 2017. The medical history and past medication was added. Clinical course updated. Text was amended accordingly. Follow up was received on (B)(6) 2017. No new information was received. Additional information was received on (B)(6) 2018 from the patient. The additional events of feels like the bottom of the leg is not communicating with the top part, there is a disconnection, couldn't bend her knee, couldn't sleep, inflammation and can hardly stand up were added. The previously reported events of left knee was "1.5 x larger than other knee/ swelling was huge, pain/ burning stingy pain and likely aspiration of the affected knee/ took off big syringe of fluid were updated as symptoms. The verbatim of symptom of pain was updated to pain/ burning stingy pain and of likely aspiration of the affected knee was updated too likely aspiration of the affected knee/ took off big syringe of fluid. The suspect product start date was updated from (B)(6) 2017 to (B)(6) 2017. The medical history of rheumatoid arthritis, shingles, smoke allergy was added. Clinical course updated. Text was amended accordingly. Additional information was received on (B)(6) 2018 from the patient. Event of uncomfortable was updated to uncomfortable/discomfort. Case was medically confirmed. Medical history was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later had joint instability, left knee swelling, left knee pain and effusion (l) knee. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction]; feels unsteady [joint instability]. Feeling feverish [feverish]. Uncomfortable/discomfort [discomfort]. Can hardly stand up [difficulty in standing]. Feels like the bottom of the leg is not communicating with the top part, there is a disconnection [loss of sensation]; couldn't bend her knee/swelling prevented movement [joint range of motion decreased], inflammation [joint inflammation] ([injection site swelling], [knee pain], [effusion (1) knee); couldn't sleep [sleeplessness]. Case description: based on the information received on 30-jan-2018 the case became medically confirmed. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional. This case concerns a 66 year old female patient who received treatment with synvisc one and on the same day felt feverish, was uncomfortable/discomfort, after unknown latency felt unsteady, could hardly stand up, felt like the bottom of the leg was not communicating with the top part, there was a disconnection, couldn't bend her knee, couldn't sleep and inflammation. Also, device malfunction was identified for the reported lot number. The medical history included rheumatoid arthritis (1966; since patient was 15), shingles (in (B)(6) 2017), lupus, left elbow replacement in 1999, right elbow replaced (rod up and down her arm; rod in her left arm through bone marrow toward the hand & also toward the shoulder), artificial knuckles in her hands and great right toe (knuckle replacement 4 on the left, 2 on the right (2002), great right toe joint replaced (1990), 9 toe joints taken out in 1977; wears a girls size 2 shoe.). She has ra and has received monthly infusions of tocilizumab (actimera). Patient had hyperactive thyroid with multinodular cortex (2004-14 nodules largest), legally blind (left eye), amblyopia since birth, acid reflux (2002), dry eyes since 2009, leukoderma to sclerosis: legs, static dematitis, cystitis, yeast infection (yeast infection), stomatitis, leukopenia, severe multiplex neuropathy (1999), cellulitis, eczema (2007), brain aneurysm (right cavity behind eye-2006), bladder cancer (in 2008; removed), had cytoscopy, cancer of uterus (since 1977; removed growth in bladder cancer treatment of adriamycin in bladder- (B)(6) 2013), osteo thoriatic spinal fractures, copd (chronic obstructive pulmonary disease), tonsils out (1970), found another growth in bladder (2008), left thumb ligament replaced (1999), right thumb fused with right wrist fused, right hand total knuckles replacement (1985). The past drug included synvisc-one injection on (started about 1.5 to 2 years ago; in the past she was a little stiff and then on the run after the injection; (B)(6) 2016; synvisc 3 injection series, previously, and then 5-6 injections of synvisc-one, every 6 months, pretty much on the nose, prior to this injection) and a 3 series hyaluronic acid (orthovisc injections) (with the 3rd one on (B)(6) 2016). The patient had allergy to smoke on the train (as a infant/child; hospital 16 times tested positive to dust/grasses etc; when diagnosed with the rheumatoid arthritis allergies her allergies went away. The patient had no food allergies. Patient was allergic from penicillin, metronidazole (flagyl), metronidazole, cyclophosphamide (cytoxan), amoxicillin/clavulanic acid (augmentin), gold sodium, azithromycin (zithromax), miconazole, sea food and clindamycin hydrochloride (cleocin), clindamycin phosphate (clindamycin), methotrexate, infliximab (remicade). Patient had history of anemia, bladder carcinoma, rheumatoid vasculitis (2015), sjogren's syndrome (2015), osteoporosis, multinodular goiter, hypothyroidism, hiatal hernia (2002), peripheral neuropathy, lipedematous sclerosis, ocular migraines (2000), kyphoscoliosis and insufficiency fractures. Patient also took ibuprofen concomitantly. Patient had flu shot. On (B)(6) 2017, patient had transdermal patches and lidocaine patches (pulled on skin when came off all blood was to surface). Patient received medications: acetylsalicylic acid (aspirin), diphenhydramine hydrochloride (benadryl), dexlansoprazole (dexilant), linum usitatissimum seed oil (flax seed oil), folic acid, dimeticone, activated (gas relief), melatonin, prednisone, rosuvastatin calcium, gabapentin¸ tocilizumab (actemra), zoledronic acid (reclast), valsartan, ascorbic acid (vitamin c), colecalciferol (vitamin d3), hydrocodone/paracetamol (acetaminophen w/hydrocodone), paracetamol (acetaminophen), ciclosporin (restasis) and fluorometholone. Patient had sulfa allergy-rash, latex allergy (nose peice on glasses). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: 31-may-2020; lot number: 7rsl021) for osteoarthritis in left knee and knee pain. It was reported that the patient stopped at grocery on the way home but did not do anything strenuous, and by nighttime. It was uncomfortable, during the night started to bother her. It was reported that the patient started to experience reaction that night, after injection. On the same day, the patient did not take her temperature, but said she asked her husband if he thought she had a virus as she was feeling feverish, taking her blankets on and off throughout the night. She said she was always hotter than her husband. The patient's knee was swollen considerably and in pain. It was reported that the patient's left knee was "1.5 x larger than other knee, so she iced and elevated it, but felt unsteady on it". It was reported that later that day, it started to swell and became very painful. She had never had a reaction like this before from her previous use of synvisc and synvisc-one, that would wake her up. It was so swollen that she had to have her husband help her get her pants off. It was reported that the swelling was huge and had become more swollen than the day of the injection. It was reported that by morning, the pain was intense and swelling was severe and patient contacted doctor. It was reported that the pain was severe and swelling prevented movement. She said she measured her knee to speak with her physician, but did not write down the measurement. She wished she had taken a picture. It was reported that the swelling has subsided quite a bit, but the pain was still there. She said if she was using a pain scale of 0-10, with 10 being the most intense, the day after the injection would be 9-10. On an unknown date in (B)(6) 2017, after unknown latency, the patient had inflammation so much that she couldn't get straight leg pants on. The patient measured it to tell the doctor but didn't keep track. It was reported that the patient used a cane for the first 2-3 of weeks. On an unknown date, after unknown latency, the patient felt like the bottom of the leg was not communicating with the top part, that there was a "disconnection". It was reported that the patient was taking the elevator at work and was using the cane after the shot. The pain scale was reported as burning stingy pain - like a cord had been pulled tight & the muscle was crying. It was reported that the pain initially 10 taking hydrocodone and 650 tylenol q 4 and motrin. The pain was about 8 now. Reportedly, the patient thought that she had fever but she was not sure because her thermometer didn't show a temp. It was stated that someone from the office spoke with patient on (B)(6) 2017 and she reported that she still had pain and swelling. On (B)(6) 2017, the culture aspiration of the knee was done. The physician took off a big syringe of fluid and it felt better, but now was right back where it was. The culture aspiration was negative. It was reported that the pain was intense and she couldn't sleep (onset date and latency : unknown). The patient mentioned that it was still painful and swollen. It was reported that the patient could hardly stand up and if she sits for over half and hour it was painful. Reportedly, it was worse when she's off the knee for a while, than when she's "on it". It was reported that the patient worked as a sub teacher and some of her student "runners" that she could not follow now. The patient considered giving it up but then would have to face financial repercussions. She was told by her doctor on the day that they did the extraction that it was ecoli & now they were saying something different. The patient believed that her knee was damaged. It was not as swollen currently as the day after the injection of synvisc one but was as swollen as prior to the aspiration. The treatment medications included: hydrocodone with paracetamol (tylenol), ibuprofen 4 every 4 hours, 5mg of prednisone (before and ongoing), actemra infusion (before & periodic). The patient used ice first night/next day and then heat alternated for a couple of weeks to get the swelling down. It did come down and she got used it so that she was able use the cane and more sure on her leg. The patient stopped the cane after a couple of weeks. On an unknown date, after unknown latency, the patient could not bend her knee to go in the stirrups. It was reported that the patient sees a rheumatologist for her rheumatoid arthritis. On (B)(6) 2017, the pain scale would be 8-9. She said she wished she had never had it. It was reported that when the patient stands, she had to brace herself and get the knee in the right position. She and her husband were afraid she might fall. She was uncomfortable. It was stated that patient would come in tomorrow for likely aspiration of the affected knee. The patient's overall health was good, even with ra, as she was still working. She had not received any other treatments. The woman who did the injection came in with the synvisc-one and cleaned the area with a topical disinfectant. No injections other than synvisc-one received. Patient had a significant paid and discomfort. Corrective treatment: hydrocodone, paracetamol (tylenol), ibuprofen (motrin), iced, elevated for inflammation; not reported for rest of the events. Outcome: not recovered for feeling feverish, uncomfortable; unknown for rest of the events. A product technical complaint (ptc) was initiated with global ptc number: 51191. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Additional information was received on 22-dec-2017 from the patient. The additional events of feeling feverish and uncomfortable were added with details. The event term was updated from "left knee was "1.5 x larger than other knee" to "left knee was "1.5 x larger than other knee/ swelling was huge" and from "likely aspiration of the affected knee" to "likely aspiration of the affected knee/ took off big syringe of fluid". The event onset dates of left knee was "1.5 x larger than other knee/ swelling was huge and pain was updated from (B)(6) 2017 to (B)(6) 2017 for both. The suspect product start date was updated from (B)(6) 2017 to (B)(6) 2017. The medical history and past medication was added. Clinical course updated. Text was amended accordingly. Follow up was received on 29-dec-2017. No new information was received. Additional information was received on 05-jan-2018 from the patient. The additional events of feels like the bottom of the leg is not communicating with the top part, there is a disconnection, couldn't bend her knee, couldn't sleep, inflammation and can hardly stand up were added. The previously reported events of left knee was "1.5 x larger than other knee/ swelling was huge, pain/ burning stingy pain and likely aspiration of the affected knee/ took off big syringe of fluid were updated as symptoms. The verbatim of symptom of pain was updated to pain/ burning stingy pain and of likely aspiration of the affected knee was updated to likely aspiration of the affected knee/ took off big syringe of fluid. The suspect product start date was updated to (B)(6) 2017. The medical history of rheumatoid arthritis, shingles, smoke allergy was added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Event of uncomfortable was updated to uncomfortable/discomfort. Case was medically confirmed. Medical history was added. Clinical course updated. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Verbatim was updated for the event of left knee was "1.5 x larger than other knee/ swelling was huge/increases swelling at injection site/knee swelled to 11/2 times normal size/swelling to left knee was "1.5 x larger than other knee/ swelling was huge/increases swelling at injection site/knee swelled to 11/2 times normal size/swelling/started to swell; pain/ burning stingy pain/significant pain to pain/ burning stingy pain/significant pain/very painful/pain was intense/ pain was severe> medical history and concomitant medications added. Clinical course updated. Text was amended accordingly. Additional information was received on 04-feb-2018. Global ptc number was added.